Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h11 to reflect device evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The esheath was returned for evaluation. Visual examination revealed liner was fully expanded and tip opened as designed, liner circumferentially delaminated 1.5cm from the distal tip, the c-marker band was present and attached to the liner at the intended location. Imaging was provided and reviewed. There was evidence of the valve diving suggesting tension in the system and the non-expanded part of the valve is within the sheath tip and the expandable portion is unable to enter the sheath. The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Commander delivery system retrieval through the esheath/esheath+ is validated. To promote maintaining sheath integrity, design requirements and drawings include sheath tip and shaft materials selection and dimensions. Mitigation's include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the sheath liner delamination was confirmed. Investigation results suggest that patient factors (tortuosity) and/or procedural factors (withdrawal of partially deployed valve, device manipulation) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, product risk assessment nor a corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04338.

Event description:
As reported by our edwards affiliates in switzerland, during a tavr procedure using a 29mm sapien 3 valve implant via transfemoral approach, the sapien 3 valve was not completely aligned between the proximal and distal marker of the commander delivery system. The proximal marker was about 1mm distance and was not possible to adjust this with the fine adjustment wheel. It was decided to continue with the procedure, and at the level of the native valve, the proximal marker has a distance of about 2mm from the valve. The sapien 3 valve started to be deployed but the balloon started to move in the left ventricle outflow tract (lvot), and it was decided to stop opening the valve. The commander delivery system and valve were pulled back to the infrarenal artery. The sapien 3 valve was slightly opened, and it was not possible to retrieve the valve inside the esheath. The commander delivery system and valve were surgically removed. As per the pre-decontamination evaluation of the returned device, it was found the liner esheath was delaminated.